Event description:
Preoperative diagnosis: frequent need for venous access for electroshock therapy. No good vein access. Using 1% local xylocaine anesthesia with anesthesia monitoring, after adequate draping and preparing the area, the left subclavian vein was cannulated with a needle. Guidewire was inserted and needle was removed. A pocket was created over the left anterior chest and then the tubing was brought from the pocket to the area of the guidewire. Dilator and introducer were placed through the guidewire and the guidewire and dilator were removed. The tubing was placed through the introducer and the introducer was removed. The tip of the tubing was positioned at the junction of the superior vena cava and right atrium, cut to the appropriate length and securely attached to the port. The port was placed in the pocket and was functioning well. It was accessed and flushed. The wounds were closed in layers using vicryl and the skin approximated with subcuticular vicryl. Steri-strips and dressings were applied. The pt tolerated the procedure well. There were absolutely no problem at all encountered with the procedure. Preoperative diagnosis: depression with frequent electroshock therapies need reliable venous access. Obesity with bmi of (B)(6). Using 1% local xylocaine anesthesia with anesthesia monitoring, after adequate draping and preparing the area, the right internal jugular vein was cannulated with needle. Guidewire was inserted. Needle was removed. The catheter was tunneled from a remote site to the area. The guidewire introducer was placed. The guidewire was removed. The tubing was placed through the introducer and the introducer was removed. The tip of the tubing was positioned in the superior aspect of the right atrium using fluoroscopic guidance. The tubing was cut to appropriate size. A pocket had been created at the remote site and the tubing was securely attached to a port. The port was placed in the pocket, was aspirated and flushed easily. The port was anchored in place. The wound was closed in layers of vicryl. The skin approximated with subcuticular vicryl. Steri-strips and dressings were applied. The pt tolerated the procedure well. There were absolutely no problems at all encountered with the procedure. Pt's name: (B)(6). Physician: dr. (B)(6). Implant vessel: right sc.